Event description:
The surgeon implanted a collamer lens model cc4204bf. The surgeon indicated that she had a pt whose refraction had changed from plano at four weeks to +2.5 diopter at two months post-operative. The surgeon stated that she believes this was due to the extremely small capsulorhexis that she performed during surgery (4.5mm). It was noted that the pt is satisfied with their vision and has not performed a secondary surgery.